Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter to lab comparison of 185 mg/dl using true metrix meter and 53 mg/dl lab result. Customer was also concerned with results obtained of 153, 185 and 166 mg/dl. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Customer stated when he had obtained the result of 185 mg/dl, he had been shaking, so he knew that his blood glucose was low. Customer stated that he had contacted his doctor due to the high blood glucose test results and to get a tolerance test performed. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/31/2023 and customer was unable to recall the open vial date. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time not set): result 1: 118 mg/dl, date: (B)(6) 2023, time: 2:39 am fasting am . Result 2: 185 mg/dl , date:(B)(6) 2023, time: 12:26 pm fasting am. Result 3: 118 mg/dl , date:(B)(6) 2023 , time: 8:56 pm fasting pm. Result 4: 119 mg/dl , date:(B)(6) 2023 , time: 2:46 am fasting pm. Result 5: 122 mg/dl , date (B)(6) 2023 , time: 7:44 am fasting am. Result 6: 153 mg/dl , date: (B)(6) 2023 , time: 9:30pm fasting unsure if am/pm. Result 7: 185 mg/dl , date:(B)(6) 2023 , time: 9:36pm fasting unsure if am/pm. Result 8: 166 mg/dl , date: (B)(6) 2023 , time: 9:35pm fasting unsure if am/pm.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: (B)(6): user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 06-june-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Mlc-056: user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory.